Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapies due to noise. During revision, externalized conductors were observed. Lead was explanted and replaced.